Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: pain, apnea and arrhythmia is not labeled. Device code: no known device problem reported. The event is currently under investigation.

Event description:
Female patient, who was implanted with a tulip vena cava filter, in (B)(6) 2007 and in (B)(6) 2014 indicated that she has experienced stabbing horizontal pain where the filter is located and around her midsection. The patient reports she has experienced shortness of breath and irregular heartbeats. The patient reports she has factor v and the hospital normally implanted filters as a regular course prior to the procedure she was having. The patient was inquiring as to the company recommendation as to what to do about what she is experiencing. The patient was advised to follow-up with her physician and if any concerns associated with the filter, she should address with her physicians.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items regarding possible adverse events are addressed, such as: ¿ damage to the vena cava, ¿ pulmonary embolism, ¿ filter embolization, ¿ vena cava perforation, ¿ vena cava occlusion or thrombosis, ¿ hematoma at vascular access site, ¿ hemorrhage, ¿ infection at vascular access site, ¿ death. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined the appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
Female patient, who was implanted with a tulip vena cava filter, in (B)(6) 2007 and in mid 2014 indicated that she has experienced stabbing horizontal pain where the filter is located and around her midsection. The patient reports she has experienced shortness of breath and irregular heartbeats. The patient reports she has factor v and the hospital normally implanted filters as a regular course prior to the procedure she was having. The patient was inquiring as to the company recommendation as to what to do about what she is experiencing. The patient was advised to follow-up with her physician and if any concerns associated with the filter, she should address with her physicians.